Event description:
It was reported that the insulin pump alarmed motor error however prior to the issue the buttons were unresponsive. Customer stated that his blood glucose had been erratic since then. Customer's blood glucose was unknown. Customer's most recent blood glucose was 325 mg/dl. Troubleshooting was done. Advised customer the insulin pump would be replaced. Advised customer to discontinue using the insulin pump and revert to a back-up plan per health care provider. Customer declined to do troubleshooting for high blood glucose. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to loose /protruded drive support disk. The motor was tested outside and passed the motor test. The insulin pump was received with intermittent button response due to corroded keypad traces. The insulin pump was received with cracked case at the display window corner, minor scratches on the lcd window, scratched reservoir tube window, cracked belt clip slot, battery tube threads and reservoir tube lip.